Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2025. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy. Block h11: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the device returned with the clip assembly stuck into the bushing. Microscopic inspection was performed and there was no activation performed. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the device returned with the clip assembly stuck into the bushing. The clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. Most likely, due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface, could have led to the failure of the clip to release from the catheter. Following soft deployment, it is possible that upon reopening the clip, the capsule can detach, and when the physician attempts to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on march 18, 2025. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.